Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the device was found to be in backup vvi mode. The patient was in vt and had to be defibrillated. A device download was unable to be performed. The device was explanted. Patient condition was poor but stable due to ischemic stroke.